Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the fiber exhibits no signs of usage. The fiber was tested with hene laser fixture. The aim beam is present at the fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the surgeon did not use a fiber due to a crimp in the fiber line which breached the outer-sheath prior to inserting into the cystoscope. The fiber was not activated or used in the patient. The procedure was completed with a second fiber. No patient or user clinical consequences were reported.

Event description:
It was reported that the surgeon did not use a fiber due to a crimp in the fiber line which breached the outer-sheath prior to inserting into the cystoscope. The fiber was not activated or used in the patient. The procedure was completed with a second fiber. No patient or user clinical consequences were reported.